Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold resulting in capture failure. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction: the manufacturer report number should have been sent under "2017865" rather than "3006705815" as submitted on dec 26, 2024.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were confirmed. As received, a complete lead was returned in one piece. Final analysis found the inner coil fractured due to over-torquing the inner coil consistent with procedural damage. No other anomalies were found.